Event description:
Ligaclip misfired during laparoscopic procedure; no harm to pt. Disposable instrument removed from service and replaced with new instrument. Event abated after use stopped or dose reduced: yes.